Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4).  Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic dissection could not be confirmed, however, it may be related to the pusher rubbing up against the outer lateral curve of the ascending aorta due to patient factors (horizontal aortic root). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during tavr with a 23mm s3 valve in the aortic position via tf approach, an aortic dissection occurred but was not noticed until after the patient had left the room (4-6 hours later when the patient began having signs of heart failure).  The patient died following an unsuccessful surgical attempt to repair the dissection. During the procedure, the blood pressure did not drop or have any extreme issues delivering the valve. There was an issue with the pacemaker just prior to deployment which lead to retracting and re-advancing the valve. The physicians did not believe that the dissection was caused by a delivery system defect/malfunction. The patient had a horizontal aortic root, and maybe the retraction and re-advancement of the crimped valve could have caused the dissection by the pusher rubbing up against the outer lateral curve of the ascending aorta.  The device was discarded at the facility.